Manufacturer narrative:
The ps backrest canes broke while the end user was pushing himself backwards in the seat. It is reported that end user has lots of tone and is very strong. This additional information leads us to assume that end user's abuse is the most likely cause of the failing back canes. This failed component was replaced with an updated design that can withstand more severe use and fatigue. The DHR for this device was reviewed and chair met specifications prior to distribution.

Manufacturer narrative:
The suspect product was not returned, however evaluation was investigated using pictures of the incident. Inspection of the pictures revealed a known failure mode with this component. The parts had failed because they have seen unusual stress which allowed them to fatigue and break. It was decided that the part could be changed to a different material that would be able to withstand more severe use and not fatigue. A new design of this part has been implemented into production. The re-designed part has been issued to the client to address this reported failure. The DHR for this device was reviewed and chair met specifications prior to distribution. The missing information within this MDR was attempted to be obtained through communication with the end user but unsuccessful at this point. If additional information is received a follow up MDR will be filed.

Event description:
Dealer reported that the backrest canes of ps seat broke allowing backrest to fall. Reports are client did not sustain any injury as a result of this event.